Event description:
The reporter stated the trailing haptic of an eyeonics lens stretched out in the cartridge while advancing the lens. There was no patient contact or injury. It was the surgeon's opinion that the cause of the iol damage was due to the injector.

Manufacturer narrative:
Results- a cartridge lot number search was performed and one similar complaint was found.